Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trends. Upon review, ts confirmed that this rv lead shock impedances had been gradually increasing and were measured to be greater than 125 ohms. Ts discussed possible causes with the hcp and recommended for commanded shock to be performed for further lead integrity evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.